Event description:
It was reported that during implant the lead was placed in the patient and failed to pace. Additionally, the patient had diaphragmatic stimulation. The lead was not used. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.